Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragm/phrenic stimulation. The right atrial (ra) lead exhibited no capture, diminished sensing and undersensing. It was later discovered that the lead had dislodged. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth this is not a lead failure. If information is provided in the future, a supplemental report will be issued.